Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and material detachment occurred. Upon deployment of the 8.0x40mm 75cm express ld stent the balloon ruptured. Upon withdrawal of the device the balloon sheared off the tip of the catheter. The detached section of the balloon was removed inside the 6fr access sheath. The procedure was completed with another of the same device. No further patient complications were reported and the patient status is fine.

Event description:
It was further reported that vascular access was gained via the right femoral artery. The target lesion located in the iliac artery was 90% stenosed non-tortuous and moderately to severely calcified. Following removal of the ruptured balloon in the access sheath as previously reported. The implanted stent required post dilation was performed from the left femoral artery, access from the left femoral artery was required due to the removal of the right femoral access sheath.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).